Manufacturer narrative:
A2) patient age - mean age 69.7±9.2 years a3a) patient sex - entire study ( da group + fa group): 594/955 males, 361/955 females. Fa group: 69/118 males, 49/118 females. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a possible complication with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 28mar2024) ¿acute and mid-term results of atherectomy in femoropopliteal lesions¿. The study retrospectively aimed to analyze the 2-year safety and efficacy of atherectomy in general and stratified by directional atherectomy (da) and front-cutting atherectomy (fa) for the treatment of atherosclerotic lesions of the femoropopliteal arteries. A total of 955 were enrolled in the study between february 2009 and december 2019. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications in the fa group included 18 embolisms that were successfully treated with catheter aspiration or catheter-directed thrombolysis, 3 perforations treated either by prolonged balloon inflation or stent graft implantation, 3 dissections, 3 access site pseudoaneurysms who underwent successful ultrasound-guided compression therapy or thrombin injection, surgical treatment, or the pseudoaneurysm was left untreated, 1 patient underwent major amputations, and 58 patients required target lesion revascularization at 2-year follow up (MDR #3007284006-2026-00361). Additionally, 4 patients in the fa group experienced death at follow up; however, the cause of death was not reported in the article (MDR #.). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 28mar2024 has been used, the date of publication. Noory e, et al_2024_ acute and mid-term results of atherectomy in femoropopliteal lesions. Journal of endovascular therapy 2025. Vol. 32(6) 2137¿2146. Pmid: 38546131. Doi: 10.1177/15266028241240898. This report captures the deaths that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.